Manufacturer narrative:
There was no death or device malfunction contributing to the defibrillation event. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to enter into a treatment sequence and the tactile vibration alarms, and functionality of the pulse delivery circuitry were confirmed. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered a treatment defibrillation. The associated ECG strips of the treatment event could not be recovered. The cause of the loss of ECG data was unable to be positively identified. Due to the loss of ECG data, the exact rhythm at the time of the event cannot be confirmed. The loss of ECG data did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient was treated while driving home from a medical procedure. Per the patient, he heard the alarms and attempted to press the response buttons but he was driving and indicated that his coat may have been in the way. The patient reported that he was conscious at the time of the treatment. The patient remembered hearing the alarms, but it is unknown whether the patient was conscious at the time the treatment was delivered. Review of the downloaded software flag data indicates that the response buttons were not pressed until after the treatment was delivered. The patient's ECG rhythm at the time of the treatment is unknown. Following the treatment, the patient experienced redness under the front therapy pad. The area was described as a minor burn with no broken or open skin. The patient did not seek medical attention following the event. During a follow-up, the patient indicated that the redness under the front te was now fine and that it did not require any medical attention.